Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed unexplained power on resets. The battery compartment was cracked on the side at the threads, and above and below the bumper pad. No moisture/corrosion was found in the battery compartment. The returned battery cap threads were stripped. The cap was unable to maintain an electrical connection. The power complaint was duplicated. A test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to successfully complete 24 hour testing. The pump cover was removed to find no evidence of moisture or damage to the power circuit. (B)(4).